Event description:
Patient was having an epidural placed and once the catheter was threaded and was being pulled back to the desired depth at the skin (11cm), it was noted that there were no markings on the epidural catheter under 13cm. The catheter then needed to be removed and a new epidural had to be placed. The kit was a perifix fx continuous epidural kit. Exp 02/31/2027. Lot #0062041321. Red (B)(6). Product code ce17tkfc. Gtin (B)(4).